Event description:
It was reported that this right ventricular (rv) lead has exhibited gradually increasing shock impedance measurements, with the most recent value being out-of-range (>125 ohms). Boston scientific technical services (ts) was contacted and recommended a thorough lead integrity evaluation via provocative maneuvers, isometrics, and potential shock testing to verify the impedance measurement of a delivered shock. Additionally, ts noted that the impedance alert could be raised to prevent further out-of-range alerts. Should any abnormalities be observed during the lead evaluation, a surgical revision was recommended. At this time, the rv lead remain implanted and in-service. No adverse patient effects were reported.